Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that during a returned order service test an upstream sensor alarm and clock battery went off.

Manufacturer narrative:
Device evaluation: one device was received for investigation. Visual inspection showed upstream sensor had been contaminated by fluid ingression. No evidence was found in the event history log. Customer problem has not been duplicated during the functional test. Upstream sensor had been contaminated by fluid ingression which is the cause of the reported issue. A manufacturing DHR review was not performed because the device is beyond a year from its manufacture date of november 2011 and there was no indication of a defect. Service history review identified this device has not been in for service in the previous 12 months and there was no indication that the complaint was related to a previous service of the device.